Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary : blood glucose value was unknown at the time of the event, and the customer was treated with an insulin pump.

Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose (bg) event, with a current bg value of 150 mg/dl (previously 250 mg/dl), persisting for more than four hours. The event involved product(s) mmt-7040a,mmt-396a,mmt-332a,mmt-1884. The customer has type 1 diabetes and believes the pump is not delivering enough insulin or auto correction, as bg remains high despite multiple manual boluses. Troubleshooting was performed and the customer was using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at the time. The customer uses a manual injection as a backup plan and has been delivering meal boluses as recommended. The customer did not report any pump damage, alarms, leaks, or bent cannula, and the pump¿s time/date was correct. The customer had an x-ray procedure, and recurring high bgs have been an issue since then. No further customer complications were reported. Mmt-7040a,mmt-396a,mmt-332a,mmt-1884 were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.